Manufacturer narrative:
Investigation: one used trima set containing blood was returned for investigation. It was noted that blood had circulated throughout the set, the platelet bag and the donor needle were removed. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. All pressure sensors were inspected and determined to be functioning properly. Gravity was used to manipulate fluid throughout the set and no fluid flow or line obstruction issues were noted. All clamps were checked and were functional. No bond gaps were observed. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported 2 air bubbles in main line during a procedure on trima. Per the customer, the leur connections were tight and there was no clotting in the channel or return reservoir. The patient is reported in stable condition. Customer declined to provide patient ID.

Event description:
The customer reported 2 air bubbles in main line during a procedure on trima. Per the customer, the leur connections were tight and there was no clotting in the channel or return reservoir. The patient is reported in stable condition. Customer declined to provide patient ID.

Manufacturer narrative:
Investigation: one used trima set containing blood was returned for investigation. It was noted that blood had circulated throughout the set, the platelet bag and the donor needle were removed. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. All pressure sensors were inspected and determined to be functioning properly. Gravity was used to manipulate fluid throughout the set and no fluid flow or line obstruction issues were noted. All clamps were checked and were functional. No bond gaps were observed. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer history report indicates there were other reports of similar issues, all events have been reviewed for reportability and filed as required. The customer reported two air bubbles in the main line, 1inch long. The donor was stable, and no medical intervention was required. The customer stated that all luer connections were tight and no clotting was observed in the channel or return reservoir. The blood diversion pouch was not inflated with air, the donor was not connected prior to ac prime, and no air was being drawn in through the ac line or filter. Sometimes, due to the nature of the ac prime and blood prime sequences, as well as the morphology and orientation of the tubing set, residual air in the tubing set may not be completely removed prior to the first return. This can result in small amounts of air becoming trapped in certain parts of the kit, and later, potentially becoming dislodged. This can result in small amounts of air being observed in the return line, or in the donor/needle line during the first return cycle of the procedure. A disposable complaint history search was performed for this lot and found 9 reports for similar issues on this lot. See mdrs: 1722028-2024-00279, 1722028-2024-00275, 1722028-2024-00271, and 1722028-2024-00209. All other reported events will be evaluated for reportability and filed as needed. Investigation is in process; a follow-up report will be provided.

Event description:
The customer reported 2 air bubbles in main line during a procedure on trima. Per the customer, the leur connections were tight and there was no clotting in the channel or return reservoir. The patient is reported in stable condition. Customer declined to provide patient ID.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: one used trima set containing blood was returned for investigation. It was noted that blood had circulated throughout the set, the platelet bag and the donor needle were removed. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. All pressure sensors were inspected and determined to be functioning properly. Gravity was used to manipulate fluid throughout the set and no fluid flow or line obstruction issues were noted. All clamps were checked and were functional. No bond gaps were observed. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer history report indicates there were other reports of similar issues, all events have been reviewed for reportability and filed as required. The customer reported two air bubbles in the main line, 1 inch long. The donor was stable, and no medical intervention was required. The customer stated that all luer connections were tight and no clotting was observed in the channel or return reservoir. The blood diversion pouch was not inflated with air, the donor was not connected prior to ac prime, and no air was being drawn in through the ac line or filter. Sometimes, due to the nature of the ac prime and blood prime sequences, as well as the morphology and orientation of the tubing set, residual air in the tubing set may not be completely removed prior to the first return. This can result in small amounts of air becoming trapped in certain parts of the kit, and later, potentially becoming dislodged. This can result in small amounts of air being observed in the return line, or in the donor/needle line during the first return cycle of the procedure. A disposable complaint history search was performed for this lot and found 9 reports for similar issues on this lot. See mdrs: 1722028-2024-00279, 1722028-2024-00275, 1722028-2024-00271, 1722028-2024-00209, 1722028-2024-00291, 1722028-2024-00292, 1722028-2024-00293, 1722028-2024-00294, 1722028-2024-00297. Root cause: based on the available information, possible root causes for the presence of air in the donor/return line during the first return cycle include: - incomplete ac prime of the inside of the 3:1 manifold, where the orientation of the 3:1 manifold during ac prime prevents it from being fully wetted, allowing air to become trapped in the 3:1 manifold. This air can then become dislodged during the first return cycle. - incomplete blood prime of the inside of the return reservoir filter, where blood moves around the outside of the filter before the inside is fully wetted, allowing air to become trapped at the top of the return reservoir filter. This air can then become dislodged during the first return cycle. - excessive drooping of the inlet/ac/return lines - excessive movement of the inlet/ac/return lines and/or donor arm.